Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a total parenteral nutrition (tpn) bag. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.